Event description:
I was using a relion ultima blood glucose monitoring device lot 06k131d with relion test strips. The first reading gave sugar level of 175, then within one minute, gave a reading of over 200, and then less than a minute later, a reading of 147. I knew something was very wrong and tested on another meter from a different company and level was 105. There kind of numbers are very dangerous when you are trying to maintain your glucose levels. I feel that this meter and possibly others are defective and the only retailer of this brand is walmart. They referred me to the MFR and said there was nothing they could do. The reliability of these meters are in question. I work in the hospital and several pts have reported that the results from this meter vary drastically.